Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there was a premature elective replacement indicator (eri). The patient had increased his stimulation over 7 volts. The surgeon planned to change the implantable neurostimulator (ins). A replacement was scheduled on (B)(6) 2017. The issue was not resolved at the time of report. The patient's medical history includes diabetes and failed back surgery syndrome.